Event description:
A report was received that during the removal of the trial lead, the lead broke leaving half of the distal contacts inside the patient¿s body. The patient will undergo a procedure to retrieve the remaining contacts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kit.

Manufacturer narrative:
Additional information was received that the remaining contacts were retrieved from the patient¿s body.

Manufacturer narrative:
Sc-2316-50e (sn (B)(4)) the complaint the distal tip was torn off was verified. Visual inspection revealed distal electrode #8 was not returned. The tip containing distal electrodes from #1 - #7 was completely severed from the rest of the lead containing electrodes #9 - #16. Since there was no high impedance complaint during the trial, damage to lead most likely occurred during the explant procedure. Review of the device history record revealed no anomalies when the lead was manufactured. Sc-2316-50e (sn (B)(4)) lead exhibits normal device characteristics.

Event description:
A report was received that during the removal of the trial lead, the lead broke leaving half of the distal contacts inside the patient¿s body. The patient will undergo a procedure to retrieve the remaining contacts.

Event description:
A report was received that during the removal of the trial lead, the lead broke leaving half of the distal contacts inside the patient¿s body. The patient will undergo a procedure to retrieve the remaining contacts.